Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2014, the physician "injected vasopressin to help with the bleeding the patient was experiencing." After the procedure was completed "the doctor inserted a foley catheter to help stop the bleeding." On (B)(6) 2014, it was reported that the amount of bleeding is unk. The physician first used a 10cc foley catheter and then went to a 30cc foley catheter. The patient was admitted on (B)(6) 2014. The foley catheter was removed the following day with no complications. The patient was discharge on (B)(6) 2014.